Event description:
The user facility reported an 80-year-old male with a high risk of percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. It was reported that the patient also had a 14 french sheath placed. The medical staff planned for a transfer to a tertiary center for a coronary artery bypass graft but discovered oozing at the groin access site. The staff then placed a femoral stop and later sutured to resolve the issue. The patient remained on support despite the access site issue and drop in hemoglobin. The medical staff eventually explanted the impella cp for the coronary artery bypass graft procedure. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by sutures.